Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.

Event description:
It was reported that (B)(6) post-op to an aortic valve replacement procedure, the patient was brought back to surgery due to the valve collapsing. The valve was repaired and the patient is stable but detailed information is not available at this time. The device was discarded. The surgeon possibly attributes the use of the harmonic device to the issue, due to the fact that this is the first time he used this device in a valve replacement procedure.